Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation out of its pouch and primed. Visual inspection was performed with no obvious defects noted. A functional test was then performed and it identified one leak from the top y site, between the clearlink housing and gland. The reported condition was verified. The cause is undetermined at this time. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate and address this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a clearlink continu-flo set leaked at a luer port. This occurred during infusion of 10% dextrose in water, and was noted when the device was first attached to the patient. The reporter stated that the device was being used with an infusion pump, and that the port had not been accessed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.